Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201. Additional healthcare professional contact information: (B)(6). Phone: (B)(6). Date of diagnosis of alcl: (B)(6) 2023. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: seroma-late: unable to observe as it is a medical event that is not related to the device. Lump/nodule: unable to observe since it is a medical event and is not related to the device. Lymphoma-alcl: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional later reported seroma and "solid nodule in lower internal quadrant in the left side." Histopathological markers, cd30 positive and alk negative, are now reported and specific. Device has been explanted and replaced. This represents the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: lymphoma-alcl: unable to observe since it is a medical event and is not related to the device. Lump/nodule: unable to observe as it is a medical event not related to the device. Seroma-late: unable to observe as it is a medical event not related to the device. Additional observations: deformation is observed. Cloudy is observed. Red particles were observed on the shell.

Event description:
Healthcare professional reported left side "a case of large cell anaplastic lymphoma", "seroma" and "solid nodule in lower internal quadrant in the left side". Histopathological markers, cd30 positive and alk negative, are reported and specific. Device has been explanted and replaced.

Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected (histopathological markers not reported).

Event description:
Healthcare professional reported unknown side "a case of large cell anaplastic lymphoma." No histopathological biomarkers have been provided. Device status unknown.